Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) recently received multiple shocks. There was no reported information that suggested the shock therapy was inappropriate. Interrogation of the device in clinic noted a charge time exceeded message. Technical services (ts) discussed this message occurs when the charge time exceeds 45 seconds. Ts discussed clearing the message and checking to see if the device declared end of life (eol). The message was able to be cleared with a programmer and the device was confirmed to be at eol. The arrhythmia logbook was unable to be reviewed due to the eol status. The device was then explanted and replaced the following day for reported normal battery depletion. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.